Event description:
It was reported prior to procedure that right atrial lead that exhibited noise. This noise was oversensed and resulted in inappropriate mode switches and pacing inhibition. Visual examination during lead revision discovered that there was a break in the insulation. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.